Event description:
Additional information reported that there were no adverse consequences to the patient and the issue did not cause a significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned outflow graft confirmed the reported loose outer layer on the outflow graft bend relief. The outflow graft and outflow graft bend relief were returned in like-new condition. Visual inspection of the proximal end of the outflow graft bend relief revealed loose ptfe (polytetrafluoroethylene) wrapping near the hardware of the outflow graft. The hardware of the outflow graft and outflow graft bend relief were inspected, and no abnormalities were observed. A manufacturing assessment (ma) task was initiated to address loose material on the outer layer of the outflow graft bend relief found out of box. The outer layer of the outflow graft bend relief is applied by abbott¿s supplier. A non-issuance corrective action was issued to the supplier for notification of the observed issue. No further action was required. Review of the relevant sections of the device history records for lot number 8278236 showed no deviations from the manufacturing and qa (quality assurance) specifications. There were no ncmrs (non-conformance material report) or re-works related to the reported event. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of this IFU contains instructions for unpacking the sealed outflow graft and preparing the sealed outflow graft (5-16). Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the surgeon removed the outflow graft from the heartmate 3 left ventricular assist system (lvas) implant kit during procedure. The package was sterile at the time of opening; however, on inspection of the polytetrafluoroethylene (ptfe) packaging it was found that the wrapping was loose prior to opening. The surgeon did not feel comfortable using the product and requested to use a new outflow graft from off the shelf.